Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was placed in several locations and all exhibited high thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.